Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse calling regarding arctic sun device not currently in use. Last weekend and this weekend they had issues with therapy shutting off. Notes the device gave messages about being unable to read the patient temperature (pt). Esophageal probe was in use and was registering with no issues to the isolate. Also verified patient temperature (pt) via secondary temperature source. The as device would register at 33.5c and then drop to 32.9c and therapy would shut off. They tried disconnecting and reconnecting cable, but this occurred multiple times. Advised seeing as how the probe registered with no issues to other modality, the next step would be to evaluate temperature cable and replace. Stressed importance of calling in the moment so that they can actively trouble shoot while device was in use. Sn (B)(6).

Event description:
It was reported that the nurse calling regarding arctic sun device not currently in use. Last weekend and this weekend they had issues with therapy shutting off. Notes the device gave messages about being unable to read the patient temperature (pt). Esophageal probe was in use and was registering with no issues to the isolate. Also verified patient temperature (pt) via secondary temperature source. The as device would register at 33.5c and then drop to 32.9c and therapy would shut off. They tried disconnecting and reconnecting cable, but this occurred multiple times. Advised seeing as how the probe registered with no issues to other modality, the next step would be to evaluate temperature cable and replace. Stressed importance of calling in the moment so that they can actively trouble shoot while device was in use. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.